Event description:
The following are comments from the clinician. "New admit was being attached to our monitors. Pulse ox read o2 sats of 77%. Waveform and signal strength were perfect. Pt was on room air and in absolutely no distress. Equipment was changed out. Turned out to be the blue pulse ox cable was defective. Pt's. Actual saturation was 93%. Equipment gets old and fails, nothing new about that, but failing in such a way as to present what appeared to be legitimate vs that were so completely off is concerning." I am entering device information along with this event report. Just want to make sure it is clear that a defective trunk cable (adapter cable) caused this issue. The concern is that with a defective cable connected to the device, the device displayed an incorrect reading/level. My bigger concern is that the patient monitor would display an incorrect value with a defective trunk cable. I would expect the patient monitor to show an error message instead of an incorrect value.